Event description:
The kangaroo e pump from covidien (serial number (B)(4)) was programmed to run at 95ml/hr by physician orders. At approx. 2200hrs to 2300hrs the pump was functioning correctly. At approx. 2400hrs the nurse noted the pump was dispensing at 400ml/hr. The pump was placed on hold at this time. At approx. 0300hrs on (B)(6) 2015, the patient was sent to the hospital due to increased emesis episodes.